Event description:
Ethicon stapler misfired during laparascopic gastric bypass surgery. The defective stapler was passed off the sterile field and a new stapler added which worked without incident. No injury to the patient.